Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.0565" x 0.0635" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was not able to close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while attempting to clamp on a vessel/tissue bundle. The surgeon was unable to move the instrument after applying the clip.